Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported experiencing intermittencies with the device. The user was seen by the clinician and re-mapping was done. There was no report of any accident or trauma reported. One hour after leaving the appointment the user returned to the clinic because there was no longer hearing perception with the device. Consultation with the physician was recommended.

Event description:
The user reported experiencing intermittencies with the device. The user was seen by the clinician and re-mapping was done. There was no report of any accident or trauma reported. The user was re-implanted.